Manufacturer narrative:
Unit received with constant beeping, vibrator active, internal clock comparison error alarm, unexpected time rapidly advancing, and unresponsive keypad due to unknown problem isolated interface board. Unable to verify unexpected restart alarm due to constant internal clock comparison error alarm noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump restarted and continued to restart when she tried to go into the menu. The insulin pump alarmed unexpected restart and internal clock comparison error. Customer's blood glucose level was 124 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.